Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 4/4/2017 with the following findings: the display screen has a pinkish contrast. (B)(6).

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a dim display . This report is made based on the results of an investigation completed on 4/4/2017.